Manufacturer narrative:
As reported in a research article, a patient died due to endocarditis 8 months after the mechanical valve implant procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article titled "mitral valve replacement in mitral stenosis; the problem of small left ventricle" that 184 patients with predominately severe stenotic mitral valves underwent elective isolated mitral valve replacement in the period between january 2012 and january 2018 were included in a study. Patients were divided into 2 matched groups; (small lv group) consisting of 86 cases and (normal or dilated lv group) consisting of 98 cases. All patients were reportedly implanted with abbott mechanical mitral prostheses. It was reported through a research article titled "mitral valve replacement in mitral stenosis; the problem of small left ventricle" that 184 patients with predominately severe stenotic mitral valves underwent elective isolated mitral valve replacement in the period between january 2012 and january 2018 were included in a study. Patients were divided into 2 matched groups; (small lv group) consisting of 86 cases and (normal or dilated lv group) consisting of 98 cases. All patients were reportedly implanted with abbott mechanical mitral prostheses. During the follow - up period, one patient died due to endocarditis 8 post-procedure. Additional information could not be obtained.